Event description:
The customer reported that the system displayed communication error messages and rebooted whenever the c-arm was rotated to the lateral position or otherwise jolted. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The power supply voltage was adjusted, and the system circuit boards were reseated. The system was then found to be operating as intended.